Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) tore the incision site due to excessive force during pump activation. He presented to the emergency room with erosion, minimally cloudy drainage and a small opening in the incision, through which the pump was visible. The physician initially applied a tegaderm dressing, but the patient had removed it by the following day. A surgical procedure was then performed to slightly open the incision for thorough irrigation with antibiotics. A swab of the site was collected for pathology, and the incision was subsequently reclosed. No additional patient complications were reported.